Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna), error message "max emission of lamp continued. Light intensity is reduced" appeared while scope was inside the patient. It was also reported that the ultrasonic image froze. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc re-evaluated and judged that the error message "max emission of lamp continued. Light intensity is reduced" appeared but the ultrasonic image didn't freeze. There was no interruption to the procedure. As a result of evaluation, omsc concluded that the reported event was not reportable event.